Event description:
It was reported that the infusion sets were leaking at the headset. The caller alleged that the leakage occurred with several infusion sets from the same box..

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. Product was discarded and no longer available for evaluation.